Event description:
It was reported that during use with bd facscanto¿ ii biohazard leakage occurred outside of instrument. There was no impact to customer or patient. The following information was provided by the initial reporter: customer reports that the aspirator arm is dripping during sit flush. Customer has tried to leave some facsclean on top of the aspirator arm hole but without any improvement. 1. Was the leak fluid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination or bleach? No. "7. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # (B)(4), and serial # (B)(6). Problem statement: customer reported complaint on a biohazard leakage from the aspirator arm without bleach not contained within instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend: there are 5 complaints related to the above problem; date range from (B)(6) 2019 to date (B)(6) 2020. Manufacturing device history record (DHR) review: DHR part #(B)(4) serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was a physical obstruction to the aspirator arm¿s movement. Restricted movement of the aspirator arm prevents it from turning to the required position to aspirate the waste and thus allow leakages. The fse (field service engineer) confirmed the issue that the aspirator arm was blocked and unable to move properly. They then replaced the arm wash block (pn (B)(4)) which the customer had onsite and double checked that the sit flush, aspirator motor, and pinch valves were working as intended. After this, a cs&t test was run and the instrument was working as intended. No parts were requested for evaluation as the part was not from stock inventory and was discarded. Although leakage of biohazard material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way from this incident as the leakage was minimal and issue was noticeable. Additionally, while patient samples were using during the tests that had leakages, the results of these tests were not used for any diagnosis and no patients were harmed in any way. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4) / (B)(4), case # (B)(4). Install date: (B)(6) 2013. Defective part number: (B)(4) ¿ arm, wash block. Work order notes: subject / reported: (B)(4) - bd facscanto ii - aspirator arm dripping. Problem description: customer reports that the aspirator arm is dripping during sit flush. Customer has tried to leave some facsclean on top of the aspirator arm hole but without any improvement. Work performed: ac (B)(6) 2020. Aspirator arm was blocked. Replaced p/n (B)(4), which the customer had on site. Verified sit flush and aspirator motor and pinch valve. Ran cst, passed. System handed back to customer functioning within manufacturer¿s specifications. Cause: blocked aspirator arm. Solution: replaced p/n (B)(4), which the customer had on site. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿1¿ based on the previous scale rating. While this score is very low even while using the previous rating, this issue poses risks of exposure to waste and damage to the instrument thus having a severity rating of higher than ¿s1¿. This issue has a rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage due to the blocked arm bar has the potential to cause minor injury but is obvious and had no contact with the customer, hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes ,no. Item: 10. Sit ID/od flush. Function: 10.1 clean sit ID/od, reduce carryover. Potential failure mode: 10.1.2 saline drop hangs on end of sit after purge cycle. Potential effect(s) of failure: 10.1.2.1 drop falls on user¿s hand. Potential cause(s)/mechanism(s) of failure: 10.1.2.1.1 drop stuck to sit. Current controls: 1. Aspirator arm bar. 2. User training. Severity: 1. Occurrence: 6. Detection: 2. Rpn: 12. Mitigation(s) sufficient yes ,no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was a physical obstruction to the aspirator arm¿s movement. Conclusion: based on the investigation results, the root cause of the leakage not contained within the instrument was a physical obstruction to the aspirator arm¿s movement. The fse noticed the aspirator arm was blocked, replaced the arm wash block, and verified that the sit flush, aspirator motor, and pinch valve were working. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd facscanto¿ ii biohazard leakage occurred outside of instrument. There was no impact to customer or patient. The following information was provided by the initial reporter: customer reports that the aspirator arm is dripping during sit flush. Customer has tried to leave some facsclean on top of the aspirator arm hole but without any improvement. Was the leak fluid or air? Liquid was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. "Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No.